Manufacturer narrative:
A ge service representative performed an onsite investigation and determined that the collimator requires replacement. However, the customer declined the service call. No additional service information is available at this time.

Event description:
The customer reported that the system displayed a collimator iris potentiometer error message, which will likely result in a no boot situation. There are no reports of pt injury or death associated with this event.